Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro which had excessive charring. After a successfully completed pulmonary vein isolation (pvi) procedure without any patient consequences, the physician pulled out the qdot and noticed charring on the catheter tip electrode. There was no patient consequence. Additional information was received indicating there were no error messages. No issues related to temperature or flow. The patient was anticoagulated above 300, it was maintained during the case. Heparinized normal saline was used. Correct catheter settings were selected on the ngen generator. The patient has not exhibited any neurological symptoms since the procedure was completed. The physician reported the charring was considered not to be excessive, however, the doctor estimates the risk to the patient to be increased. Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31525324l, and no non-conformances related to the reported complaint were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro which had excessive charring. After a successfully completed pulmonary vein isolation (pvi) procedure without any patient consequences, the physician pulled out the qdot and noticed charring on the catheter tip electrode. There was no patient consequence. Additional information was received indicating there were no error messages. No issues related to temperature or flow. The patient was anticoagulated above 300, it was maintained during the case. Heparinized normal saline was used. Correct catheter settings were selected on the ngen generator. The patient has not exhibited any neurological symptoms since the procedure was completed. The physician reported the charring was considered not to be excessive, however, the doctor estimates the risk to the patient to be increased. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, microscopic examination, temperature, and impedance test of the returned device were performed following j&j procedures. Visual inspection revealed char residues at the bottom of the dome. A temperature and impedance test was performed, and no issues were observed. An irrigation test was performed and there were no issues observed, the irrigation was within specifications. A microscopic examination was performed and the irrigation holes were clean. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The char issue reported by the customer was confirmed. The potential cause of the char could be related to the procedure, however, this could not be conclusively determined. The instruction for use (IFU) contain the following recommendations: when rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 30-sep-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro which had excessive charring. After a successfully completed pulmonary vein isolation (pvi) procedure without any patient consequences, the physician pulled out the qdot and noticed charring on the catheter tip electrode. There was no patient consequence. Char is a physical phenomenon of radiofrequency ablation and can be a normal result of the ablation process. The presence of char does not by itself represent a serious injury, nor is it necessarily the result of a device malfunction. As such, char is not MDR reportable. On 9-jul-2025, additional information was received indicating there were no error messages. No issues related to temperature or flow. The patient was anticoagulated above 300, it was maintained during the case. Heparinized normal saline was used. Correct catheter settings were selected on the ngen generator. The patient has not exhibited any neurological symptoms since the procedure was completed. The physician reported the charring was considered not to be excessive, however, the doctor estimates the risk to the patient to be increased. Based on this new physician¿s opinion, the event was reassessed as an MDR reportable malfunction.